Manufacturer narrative:
(B)(4). Product not returned for eval. MFR acknowledges lateness of the report per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Test strip lot rp4083 has MFR's expiration date of 6/17/2015 and open-vial date is more than 120 days. Blood test performed during call ((B)(6) 2013; 4:46 pm) with test strip lot # rp4257. Obtained result of 105 mg/dl. Recall of test results performed from meter memory: based on the customer's lowest result (40) and the highest result in memory (203), the complaint is reportable (zone c/d). No adverse event reported.